Event description:
Event description guidant received information that this ventricular lead had a threshold measurement in bipolar configuration of 6.5v @1ms, and a lead safety switch had been triggered. The threshold measurement in the unipolar configuration was 2.5 @ 1ms. The field representative(fcr) was inquiring if a lead fracture could happen to both conductors or just one.